Event description:
Patient presented with a decrease in pain relief. A CT was performed; a diagnosis of granuloma was given. The catheter was explanted and replaced in 2003. It was returned to the manufacturer for analysis. A follow up report will be sent when additional information is obtained.